Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, the physician noted there was a superficial tear in the esophageal-gastric (eg) junction with bleeding. Following the completion of the egd, an additional endoscope (gif-h190 gastroscope) was used for the treatment of the tear with thermotherapy using a bipolar gold probe. Some time during the procedure, the distal cap of the device came off and remained inside the patient. The cap was found at the edge of the bite block when the scope was withdrawn from the patient due to a blurry image, thought to be due to residual food residue in the stomach. The retained cap was retrieved using the gastrovideoscope when it was introduced for treatment of the eg junction tear during the case. The cap will not be returned for evaluation as it was discarded by the facility. The patient's current condition is described as: discharged in stable condition.